Event description:
It was reported that the patient was hospitalized or his hospital stay prolonged. The patient had suffered a pulmonary embolism during the post-operative period after electrode implantation. In order to prevent further embolic complications, a coagulation-inhibiting therapy was induced as well as pain treatment. As a result, implantation of the neurostimulator was delayed until (B)(6) 2009. The patient reportedly recovered from the event on (B)(6) 2009.

Manufacturer narrative:
Product ID 7482-95, serial # (B)(4), product type extension; product ID 7482-95, serial # (B)(4), product type extension; product ID 3550-05, lot # b0943005k, product type accessory; product ID 3550-05, lot # b0943004k, product type accessory.